Event description:
A caller reported an issue with their continuous glucose monitor, specifically noting a cgm error. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and after the reset, the error did not reoccur. The caller successfully began a new sensor session.